Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down and would not reboot. No pt injury was reported.